Manufacturer narrative:
Hospital/doctor's notes received. There is no confirmed reported history of infection related to our product. We are unable to confirm if the infection was caused by our device.

Event description:
Patient contacted us on 7/8/2019 that he used our product twice and contracted a uti. He was admitted to the hospital for IV antibiotics then spent 4 weeks in a nursing home. Hospital/doctor's notes were requested and received on 7/8/2019. Patient was admitted on (B)(6) 2019 and discharged on (B)(6) 2019 with a 14-day antibiotic. Per the notes, patient denied fever, chills, and gross hematuria, has a history of bladder cancer and recurrent uti's with other visits to the ER where he was sent home with antibiotics, and expressed he had weakness and falls before being admitted. Patient did not mention any device performance issues. He was using the product to treat urinary incontinence.